Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating a motor error on the insulin pump. The customer's blood glucose was 261 mg/dl. The customer stated that the pump was involved in a house fire back in 2014. The customer stated that there was no damage but it was exposed to moisture during the fire. The customer will return the pump for testing.